Manufacturer narrative:
(B)(4).

Event description:
The patient felt rib stimulation while lying down. She continued to feel stimulation in the target areas, her leg and low back. It felt like the implantable neurostimulator was turning on by itself. X-rays were taken. There was no known accident or incident related to the complaint. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.